Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they were hospitalized since the meter would not power on and that pt took too much insulin based on the other meter. Their meter allegedly had no power. The result on their meter was unable to test. The result on the other meter was 300mg/dl. There is no comparison. Customer took insulin based on the other meter. Ended up in the hosp since took too much insulin. No further info has been reported.